Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: allergy to metal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.